Event description:
It was reported that within approximately six months of implant, that the patient had "twiddled" both the right atrial (ra) and right ventricular (rv) leads up into the pocket. During the lead revision, the helix of the ra lead would not retract so the lead could not be reused. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage.